Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. It was also reported that the customer experienced an elevated blood glucose (bg) level was "high", although a specific value was not given. Customer administered a correction bolus to address their bg level. The customer continued to use the pump for insulin therapy.